Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump was received with normal operating currents. No unexpected failed battery test, battery out limit or weak battery noted. Unit received with intermittent button response due to moisture on the key pad traces. No button error alarm noted during testing. No moisture damage found on the electronics, motor, battery tube or vibrator assembly noted during testing. Unit received with minor scratched display window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her up button was not responsive. The customer's blood glucose was 128 mg/dl at the time of incident. The customer stated that the insulin pump was exposed to sweat. Troubleshooting found multiple weak battery alarms and battery out limit alarms. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.